Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. "A 6fr expo catheter broke off in the patients descending aorta, and it took a lot of time, and expense to capture it and remove it. "

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an expo diagnostic catheter. The catheter shaft was checked for damage. It was noticed that the shaft was separated 8cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that a shaft break occurred. "A 6fr expo catheter broke off in the patients descending aorta, and it took a lot of time, and expense to capture it and remove it. "